Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that smoke emitted from a dimension exl with lm instrument. The customer also received temperature errors from the instrument. As part of the troubleshooting, the customer turned off the instrument and cleaned the cuvette formation head. Then, the customer removed and inspected the diaphragm, which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced the heat torch and performed testing which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that smoke emitted from the diaphragm of the dimension exl with lm instrument. As a result, the customer shut down the instrument and processed patient samples on their alternate instrument. Therefore, there was no delay in processing the patient samples and no impact to the patient care. There are no known reports of adverse health consequences due to the event.